Manufacturer narrative:
(B)(4). Batch # u5cn0w. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. To remove the device: open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Colostomy reversal. What surgical procedure was performed? Colostomy takedown, attempted colorectal anastomosis, colostomy re-creation did the patient receive any preoperative chemotherapy or radiation? No. Does the surgeon believe there is an alleged deficiency with the stapler or is it related to the patient¿s poor tissue condition? The surgeon believes both were factors. What healthcare professional fired the device and what is his/her experience with the device? Physician¿s assistant, fires the device on a regular basis. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? Yes was the device difficult to fire? No were there any issues with removal? The device would not release the tissue. When additional efforts were made to remove the device, the anastomosis completely dissociated. To ensure that the anvil was free of tissue, was the device rotated 90 degrees in both directions prior to fishtailing out? Yes did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Yes, one was complete, the other was just a small chunk of tissue and incomplete. Was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? No. The hole was obvious. Was the staple line visualized endoscopically during the initial surgical procedure? No. The staple line failed completely. How was the leak identified? Visually. How was the leak addressed? Colostomy created, distal segment was closed with suture. What is the current status of the patient? Patient is doing well, but retains colostomy. Just for clarification, the device that was used in the procedure (ecs29a) was discarded, correct? It was discarded. Two other devices which may or may not share the same lot number were sent for analysis. We are interested to know the lot number of the used device. Is that available? The lot number was not recorded and is unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that when using ecs29a for a colorectal anastomosis during a colostomy reversal case. Surgeon used sizers to pre-dilate and locate proximal end of rectum. The stapler was placed and mated to the anvil, which had already been placed in the distal end of the proximal segment. The fit of the device seemed appropriate and was not overly snug. The device seemed to perform appropriately through firing. The surgeon reports hearing the crack of the break-away washer. Upon attempted removal, the device was loosened 3/4 revolution and could not be removed. The knob was rotated again, and the device would not release from the tissue. The surgeon reports that the tissue was moving in-bloc with the end effector of the stapler, and he was unable to disengage it with a reasonable amount of force. He increased the force and the tissue tore away, leaving a large hole in the colorectal anastomosis as well as leaving holes in the uterine remnant and urinary bladder. The surgeon describes the tissues of these structures as very poor and adherent to each other. The surgeon took down the anastomosis and re-created the colostomy. A uro-gyn surgeon repaired the damage to the uterus and urinary bladder. The anastomotic rings were checked, and the proximal (to the patient) ring was incomplete. The breakaway washer was present and completely cut. The patient stay was longer than typical, but the surgeon feels that the described events did not contribute to the additional length of stay. The patient required a foley catheter for 2 weeks and a cystoscopy upon the discontinuation of the foley catheter. The patient will require another procedure to reverse the colostomy. The procedure was delayed by two hundred and ten minutes. Procedure reverted to colostomy.